Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised, patient got the end-of-life notification. The surgery center kept the explanted ipg. No additional adverse patient effects were reported.